Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. Surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Stimulation restored.